Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump would not charge despite the attempted use of multiple cables and power sources. The customer reported an elevated blood glucose (bg) level of 300 (mg/dl). An insulin injection was delivered to address bg levels. It was indicated that insulin injections were available for diabetes management.